Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's nurse reported that the customer was hospitalized. The nurse reported that the customer was drinking alcohol, then went to bed. The customer was found unresponsive the next morning. The nurse reported that the customer had a neurological injury. Blood glucose level was 108 mg/dl at the time of the incident. The customer was not on the insulin pump while hospitalized and will not return the device for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined sections b1, b2 and h1 were filled out incorrectly in the initial complaint. This complaint was submitted in error. The device is not marketed commercially or distributed in the united states.